Event description:
The pt had a pigtail chest tube to auction with intermittent leak. The nurse noticed increased bubbling and came to office to tell nurse practitioners to room to assess. The nurse took down dressing and found tube was completely broken proximal to the hub. The physicians recommended to pull the tube and tube was removed. When hemostat was attached to tube, the tube continues to chip off and break into tiny pieces. No difficulty inserting the device and no visual indication that the device was faulty prior to insertion. Packaging was intact prior to use. Device was in the facility's department for approx 10 months prior to use.

Manufacturer narrative:
(B)(4). No device was returned to assist in the investigation. A review of complaint history, instructions for use, and quality control was conducted during the investigation. There is no evidence to suggest that the product was not manufactured to specifications. This product is shipped with instructions for use which states warnings, precautions for use. We are conclusive as to why this failure mode occurred. Quality engineering risk assessment was used to assess the risk of this complaint. The addition of this complaint does not change the conclusion that no further risk reduction is required. The appropriate internal personnel have been notified and we will continue to monitor for similar complaints.